Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the system had since been used since the reported issue occurred. However attempts to replicate could not be performed as there were no patient exams that could be used for dti tract generation. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The images used in the procedure were evaluated by medtronic personnel. The evaluation recommended that the anomaly be added to the medtronic navigation software anomaly tracking database. However, confirmation of addition to the database has not been provided.

Event description:
A medtronic representative reported that, prior to a patient being in the operating room (or), the 3d model generated disappeared and the view displayed that it was inoperable. The reported issue occurred following generation of a plan and registration. The representative reported that a low system memory error messaged occurred when registering and when showing the surgeon four views in a virtual craniotomy. The seed density was reduced prior to the reported issue. To restore functionality, the tracts were extended in size. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.